Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had their device replaced because they stated the right side ins depleted too quickly. The patient noted that the battery level dropped consistently since they left the hospital. The patient stated the ins on their left side was replaced because they wanted to put in a rechargeable device and confirmed that there was no issue with their left side implant. There were no further complications reported.